Event description:
It was reported that high impedance was found during vns generator replacement surgery and the leads had to be replaced as well. An implant card was later received confirming the replacement and indicated that the reason for replacement was "battery depletion" and "high lead impedance." Attempts for additional information and the return of the explanted products have been unsuccessful to date. No adverse events have been reported.

Event description:
Additional information was received from the physician indicating the high impedance was first observed in a hospital ER on (B)(6) 2012. X-rays were reportedly taken however they will not be sent to the manufacturer for review. The physician indicated that the high impedance is believed to have been related to trauma.

Manufacturer narrative:
Type of report, corrected data: initial report inadvertently did not indicate "30-day." Date of event, corrected data: additional information received indicates date of event is earlier than previously reported.

Event description:
The explanted generator was returned and underwent analysis. The generator was found to be at an eos condition with a battery voltage of 2.042 volts. The generator was in a pulse disabled state. This is likely related to either the eos condition or electrocautery being used at the explant surgery. Review of the generator source code found that a 25% change in impedance occurred on (B)(6) 2011, when the impedance changed from 11854 ohms to 8847 ohms. This indicates the lead impedance was high at least prior to this date. Other than the end of service condition, the generator performed to specifications and no anomalies were found.

Manufacturer narrative:
Date of event, corrected data: additional information received indicates the event date is early than previous indicated.

Manufacturer narrative:
Device failure suspected but did not cause or contibute to a death or serious injury.